Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a system monitor display text with an odd background, was confirmed with the screen photos submitted by the customer. The customer reported that restarting the system monitor fixed the display issue. The atypical background around the text did not affect operation of the unit. The system monitor was returned for evaluation. The screen issues were not observed or duplicated. The housing on the unit was damaged. The top left and top right corners of the housing were chipped; the two front mounting feet were missing. The housing and feet were replaced. The repaired unit was returned to customer. The root cause of the display text background issue was not conclusively determined through this analysis. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) p.18 - setting up the system monitor for use with the power module), the heartmate ii lvas IFU and the heartmate 3 lvas IFU. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU, heartmate ii lvas IFU ¿ mounting the system monitor on to the power module and the heartmate 3 lvas IFU ¿ mounting the system monitor. The system monitor (pn 101214) was built nov 23, 2015. The packaged system monitor (pn 1286c) was placed into inventory on jan 14, 2016.the unit was sent to the customer on jan 27, 2016. The unit was last serviced on mar 6, 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6)2021 it was reported that the system monitor had a left ventricular assist device (lvad) fault alarm during pump priming prior to implant. Communication with an abbott representative indicated the fault could be a monitor issue. The monitor also had orange banners behind all text on the screen despite there being no active lvad alarms while connected to a patient; restarting the monitor resolved the orange banners but the monitor then displayed a replace emergency backup battery intermittently. The patient cable was inspected for debris and the power module, system monitor, and patient cables were replaced; this resolved all issues and isolated the monitor as the likely source of the faults and screen issues.

Manufacturer narrative:
Section d3 manufacturer information: corrected, section d1 brand name: corrected , section d4 model number: corrected, section d4 catalog number: corrected , section d4 lot number: corrected, section d4 primary UDI number: corrected , g1 contact office: corrected. Manufacturer's investigation conclusion: the reported event, of a system monitor display text with an odd background, was confirmed with the screen photos submitted by the customer. The customer reported that restarting the system monitor fixed the display issue. The atypical background around the text did not affect operation of the unit. The system monitor was returned for evaluation. The screen issues were not observed or duplicated. The housing on the unit was damaged. The top left and top right corners of the housing were chipped; the two front mounting feet were missing. The housing and feet were replaced. The repaired unit was returned to customer. The root cause of the display text background issue was not conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was built 23nov2015. The packaged system monitor was placed into inventory on 14jan2016. The unit was sent to the customer on (B)(6) 2016. The unit was last serviced on 06mar2017 (ver 7.32 upgrade). Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (setting up the system monitor for use with the power module), the heartmate ii lvas IFU (system monitor setup) and the heartmate 3 lvas IFU (system monitor). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU, heartmate ii lvas IFU ¿ mounting the system monitor on to the power module) and the heartmate 3 lvas IFU (mounting the system monitor). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that banner was showing on the patient monitor to replace the emergency backup battery (ebb). The backup battery was reseated which briefly resolved the issue, however, moments later, the same situation occurred. The power module, system monitor, and patient cables were replaced and the issue had not reoccurred. Log file analysis captured a backup battery not installed event at 10:05 on (B)(6) 2021 and multiple unable to charge ebb events but no further were noted after 12:29. It appeared that the patient power cable was not supplying the proper voltage to charge the controller's internal battery. Patient cable MFR#: 2916596-2021-05682.